Event description:
It was reported that during an endoscopic sphincterotomy (est) procedure, lumen damge occurred. The location of the lesion was noted as "biliary". The rx lithotripter compatible basket was advanced to the lesion over another manufacturer's guide wire. Upon attempting stone retrieval, the physician noted that the lumen of the catheter was torn. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".